Event description:
It was reported that the patient underwent a discectomy at l4-l5, the surgeon cut the anterior large vessel and the patient bled. The patient was transferred to the surgical division immediately, but no surgeon was available. It was reported that the patient died due to an intra-operative large vessel injury. No further details were available at the time of report.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.